Event description:
It was reported that during procedure, an x-ray showed that the patient's right ventricular (rv) lead had externalized conductors. The rv lead was capped and replaced. The patient was stable throughout procedure.